Event description:
It was reported that the device reached elective replacement indicators (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance leading to eri. Eri due to high battery impedance logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.